Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin out during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no evidence of loss of cartridge detection observed in the pump black box. A rewind, load, and prime sequence was performed without issues or alarms. A force sensor calibration test was performed and the pump was found to be detecting force appropriately. The pump was opened and no damage was found to the force sensor or circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).